Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call calibration issue and high blood glucose. The customer's blood glucose was 400mg/dl at the time of incident. Trouble shooting was performed and found device will not allow calibration when blood glucose is over 400. Assisted customer with calibration process. Customer declines high trouble shoot because is on prednazone which raises their blood glucose level. The insulin pump will not be returned for analysis.